Manufacturer narrative:
The event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified particle was observed in the two (2) units of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from june 02, 2017 - june 03, 2017. The two (2) actual samples were received for evaluation with a circle in the alleged area of both samples. Unaided visual and magnified inspection revealed an abrasion in the front area of the bag where the circle mark was observed in the first sample and no issue was observed in the second sample. No particle was observed in either sample. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.